Event description:
The initial attorney report alleged unspecified defective product/patient injury. The following is based on the medical records provided by the patient's attorney: (B)(6) 2000: repair of multiple ventral hernias with placement of bard composix mesh. (B)(6) 2001: exploratory laparotomy, lysis of adhesions, and repair of recurrent incisional hernia. The inferior aspect of the previously placed mesh was not intact to the facia. The superior aspect remains intact. A loop of small bowel was found to be adhered between the facia and the mesh. The mesh was released and, after the bowel was run, the mesh was anchored with sutures. (B)(6) 2002: repair of small bowel fistula and excision of previously placed bard composix mesh. Several loops of small bowel were noted to be stuck to the undersurface of the mesh. The second loop of small bowel had a fistulous opening into the mesh with a great deal of infection. All of the infected mesh was removed. There was some mesh that was not infected that lay on the upper part of the abdominal wall that was not removed. (B)(6) 2006: incision of left subclavian central venous catheter. Repair of recurrent incarcerated incisional hernia. It was noted that the patient had a piece of mesh superiorly (believed to be a portion of the mesh that was partially explanted in (B)(6) 2002) and another piece somewhat to the left side that had torn away. That piece was brought to the right side and secured.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney (reported to the FDA via (B)(4)). However, review of the medical records showed there to be an additional implant. Subsequently, davol, inc. Is submitting this MDR based on the additional information received. The patient has several co-morbidities including smoking. The medical records indicate that the patient was treated for adhesions and recurrence, which are both known possible adverse reactions listed in the IFU. The patient was also treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection; however, may require removal of the prosthesis." A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned; therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.